Manufacturer narrative:
(B)(4). Batch # unk that analysis results found that only the sleeve of the cb5lt device was returned and was observed to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the sleeve broke in two inside the patient when passing the liver retractor. The pieces were retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.